Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of an unspecified length occurred. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause of signal loss was determined to be potential patient misuse as the app was manually closed. The reported event of a signal loss of an unspecified length is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.